Event description:
Patient was in sitting position for epidural anesthesia for labor. After withdrawal of catheter 1/2" of the catheter tip was not found. An x-ray was performed in order to find the tip; however, the tip was not found on the x-ray.

Manufacturer narrative:
No product return is anticipated. Pictures of the product might be provided. Lot/catalog number provided are for finished good. Quality will continue to monitor on monthly trend reports.